Event description:
A malfunction was reported with the code malf 12, and assistance was provided for pump reset information. There was no reported impact to the customer¿s blood glucose level. Customer was advised to continue using the pump, with the instruction to reach out to technical support if the malfunction recurs, and the customer acknowledged the advice.